Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was not able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was failed test. Customer troubleshooting was performed. Customer was advised to that the insulin pump requires replacement and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no motor movement during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.